Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. It was reported that the patient was deceased and that the epi was received after the patient passed away. The physician does not allege the patient death was due to the device.